Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with defect found lcd segments dim/off/on. Root cause: user mechanical stress,the display is normal in every mode except what is displayed does not match the result stored in memory as indicated by the excel lcd spreadsheet.

Event description:
Consumer reported complaint for lcd defect. The customer is concerned with tests results from results obtained of results with middle digit has partial missing characters. The customer's expected fasting blood glucose test result range is 130 - 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 2-2 mg/dl and 2-7 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: customer called concerned with all the results with all results memory. Customer hadn't made any changes to diet and medications.